Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device cut? Yes. What adverse event occurred to the patient?n o. Was buttressing material used? No. Was the device difficult to remove or stuck on tissue? No. On what tissue type was the device used? At what location on the tissue? Stomach, 2nd and 3rd firings, lower third of the stomach. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that the surgeon was performing a laparoscopic gastric sleeve on an extremely obese patient approximately (B)(6). The first transaction was performed using a black reload without any issues. The 2nd transaction was performed again with a black reload and completely failed this time, the surgeon reports that many of the staples legs were still straight. He had to over sew the entire second transaction. The same thing happened again with the third staple line using the black reload and once again he had to over sew. The surgeon continued to use the same powered device, but using a green reload for the 4th staple line, this time it worked without any issues and he continued the rest of the sleeve without any issues. The user was trained. The delay in procedure was approximately 10 minutes.